Event description:
A patient reported blood glucose results of "6.7 and 10.3 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Therefore indicating a potential malfunction of the meter in terms of precision.